Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that ins replacement occurred (B)(6) 2018. The device was explanted and disposed. The cause of the intermittent pain at the ins site was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain and degenerative disc disease and herniated disc pain. It was reported that the patient was complaining of intermittent pocket pain where the implantable neurostimulator (ins) was implanted. It was noted that the cause of the issue and date the issue started to occur is unknown. The rep checked impedances, and they were normal. It was stated that the patient is meeting with their physician on (B)(6) 2018 to discuss ins replacement. The issue was not resolved at the time of the report. However, it was indicated that surgical intervention was planned, but not scheduled. No further complications were reported or anticipated.